Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the total daily doses for basal and bolus deliveries added up correctly. Unexplained power reboots were observed in the black box on (B)(6) 2018; deliveries were never resumed. The pump was returned with moisture behind the display lens and corrosion in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap had stripped threads; it was unable to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A leak test failed due to the battery compartment crack. The pump cover was removed; moisture ingress was found on the printed circuit board, keypad connector and other internal components. Unrelated to the complaint, the keypad was intact. The contrast and up arrow keys were responsive but the down arrow and okay keys were unresponsive. Investigators were unable to move past the verify screen and perform the remainder of the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 350 mg/dl with diabetic ketoacidosis, large ketones, nausea and vomiting associated with an alleged power issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the pump was cracked near the battery compartment. And that the pump was rebooting to the verification screen. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.